Event description:
(B)(4) - it was reported by the facility staff that the 6240-5f walker leg extensions buttons were coming out al the way when the extensions were removed. There was no patient injury reported.